Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a peripheral supera device implantation interventional procedure using a 7f sheath. Reportedly, the prostyle was deployed, however, a backwall stitch occurred. The physician the performed a cut-down to remove the suture and achieve hemostasis with surgical suturing, which extended the procedure time by one hour. There was no adverse patient sequela. Although the procedure was extended for an extra hour, there was no reported clinically significant delay in the procedure or therapy due to the cut-down. No additional information was provided.